Manufacturer narrative:
Product analysis summary: the device returned in the original shelf carton. The shelf carton seal remained intact. No deformation was evident to the shelf carton. The lot number reported corresponded with lot number on the device shelf carton. The inner pouch of the device packaging also remained sealed. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device did not pass through a previously deployed stent. No excessive force was used during delivery. Stent struts got damaged when attempting to cross the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely calcified lesion in the proximal third of the lad. There was no damage noted to the packaging. The device was not inspected. Negative prep was not performed. The lesion was not pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent struts got damaged after attempting to cross the lesion. The procedure was not completed due to the risk of a coronary artery perforation. The patient is alive with no injury.